Event description:
It was reported the colonovideoscope had dirty lenses. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5, g2, e3 updated fields: d8, d9, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, for the malfunction dirty lenses, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had dirty lenses. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.